Event description:
It was reported that the patient experienced inadequate pain relief and the spinal cord stimulation lead displayed high impedances on two contacts. The patient underwent a lead revision procedure where the lead was explanted, and no new lead was implanted. The patient did not have coverage of the pain area with paresthesia at all. The patient was stable post-operatively, but without stimulation.

Event description:
It was reported that the patient experienced inadequate pain relief and the spinal cord stimulation lead displayed high impedances on two contacts. The patient underwent a lead revision procedure where the lead was explanted, and no new lead was implanted. The patient did not have coverage of the pain area with paresthesia at all. The patient was stable post-operatively, but without stimulation.

Manufacturer narrative:
Visual and x-ray inspection of the returned lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent-kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Additionally, visual inspection revealed that the lead body was cleanly cut. The proximal end portion of the lead was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure.